Manufacturer narrative:
The returned intraocular lens was examined and found to have signs of handling. One haptic was bent and the other haptic was torn/split/cracked. While we are unable to determine the origin of the damage, our observation reasonably suggests that it is not manufacturing related. Product history records were reviewed and all documents indicate all products met release criteria. There have been no other similar complaints for this lot number. Add'l info was requested on 03/26/2007, 03/27/2007 and 04/11/2007 by phone, mail and fax. Add'l info was provided by phone on 03/26/2007 and by fax 04/16/2007.

Event description:
A surgeon reported that following intraocular lens (iol) implant surgery, the lens was exchanged in 2007 due to a decentered lens. Pt outcome is reported as "excellent".